Manufacturer narrative:
(B)(4).

Event description:
It was reported "the pump startup and screen is black., the display screen is not working,.change the other pump". The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). The reported complaint of "screen is black" is not able to be confirmed. No part was returned to teleflex chelmsford for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported c omplaint will be monitored for any developing trends.

Event description:
It was reported "the pump startup and screen is black., the display screen is not working, change the other pump". The patient's current condition is reported as "fine".